Event description:
It was reported that, following an implant surgery, the patient experienced a spinal cord hematoma causing compression. The patient experienced numbness and no feeling in the lower extremities. As a result, surgery occurred to explant the lead to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.